Event description:
Per report, during a transcatheter aortic valve replacement procedure by transfemoral approach, there was difficulty advancing the 22fr sheath. The 23mm sapien valve was placed and deployed 60:40 with a final result of trace central aortic insufficiency and mild perivalvular leak noted by tee. A right iliac perforation was noted upon sheath removal. A 8x150mm covered stent used to treat perforation. The patient remained stable throughout the procedure. The access vessel minimum luminal diameter was 7mm with severe vessel calcification, and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, per report, the access site diameter was 7mm with reported severe vessel calcification, and mild tortuosity. It is likely that the patient's borderline vessel size for a 22f sheath in combination with the severe vessel calcification caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.